Event description:
It was reported that the first suture peek dot (t1) deployed and the second one (t2) got deployed along with it. Also it was reported that the grey deployer in the fast-fix was not moving forward and producing the distinct click sound during the first deployment. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
Updated.

Event description:
It was reported that the first suture peek dot (t1) deployed and the second one (t2) got deployed along with it. Also it was reported that the grey deployer in the fast-fix was not moving forward and producing the distinc click sound during the first deployement. The procedure was completed with a backup device with no patient injury reported. But a delay of 15-20 minutes was reported.